Event description:
A report was received that stated a nurse received a needle stick. After she had obtained her sample she tried to use the included safety device to save the needle. The needle broke off at the luer and the nurse was stuck in the thumb. The nurse is reportedly receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.